Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The sensor serial number expiration date is (B)(6) 2022 and reported complaint was received on (B)(6) 2022 however, it is unknown when the medical event occurred as the customer did not provide medical event date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan and experienced a loss of consciousness. No further information was provided as the customer disconnected the call. There was no report of death or permanent injury associated with this event.